Manufacturer narrative:
(B)(6)

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her scs system. It was reported, the patient experienced a difficult trial lead procedure which required multiple attempts to enter in to the epidural space. In addition, multiple needle sticks were made. It was also reported, the first lead was placed and the patient reported effective stimulation coverage of her pain. However, the physician felt the lead was intrathecally placed. As a result, the lead was explanted and replaced with a new one. The physician also implanted an additional lead. The patient again reported effective stimulation coverage. It was noted the procedure was extended 45 minutes. It was also reported post-op, the patient experienced severe contracting/tightening of the toes and severe ankle pain. The patient's initial pain for the trial was low back and hips. In addition, the patient went to the ER due to severe toe and ankle pain. After the patient was discharged from ER, the patient met with the physician where the leads were explanted.